Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and by mail on 03/01/2007. Phone follow-up was conducted on 03/20/2007. To date, a completed questionnaire has not been received.